Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as red and bleeding under the te pads and electrodes. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. The patient¿s physician prescribed hydrocortisone cream for the wound. Outcome of the wound is unknown.